Manufacturer narrative:
Correction to section h6: the device code should have been 1260 rather than 4003. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. Effective therapy was established postoperatively.

Manufacturer narrative:
Event and therapy date is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2020-02212. It was reported patient was experiencing ineffective therapy due to high impedances. Troubleshooting was unable to solve the issue. As a result, patient is awaiting surgical intervention later.